Event description:
Mfg rec'd report from a perfusionist involving 3 devices related to a single event and describing the following etiology: a pt with pathology of dilated cardio-myopathy underwent surgical procedure for lvad bridge-to transplant implantation under full heparinization (3mg/kg). Surgery completed successfully and pt transferred to ICU. Post surgical ICU goal was to keep act results at or about 250 sec using hemochron 401 k-act device to minimize change of clot or fibrin deposition. While in ICU, pt post-operative bleeding stopped by day one post-op and pt showed no sign of coagulatopathy. Heparin drip administration in ICU monitored using hemochron jr. Act-lr device with results above 250 sec. On day three post-op, pt given bolus of heparin to facilitate dialysis procedure. Post dialysis, heparin drip was discontinued. Six hrs after bolus without heparin drip, hemochron jr. Act-lr values consistently yielding out of range (>400 secs) result hourly with pt not showing signs of bleeding. At direction of perfusionist, or act device (gem pcl hr-act), was used to measure pts act in order to provide an alternate reading and determine if heparin drip re-initiation was required. Freshly drawn blood samples were run simultaneously on gem pcl hr-act and hemochron jr. Act-lr. Pcl stopped at 278 secs & hemocrhon jr out of range (>400 sec). Tests repeated with different lot of pcl act cartridges. Results - gem pcl stopped at 231 secs and hemochron jr. Yielded similar out-of-range result. A stat ptt drawn and sent to lab. Result was > 150 sec. Reporter recommended running act's again on hemochron 401 instrument from or with k-act disposable, and on a 2nd pcl device with hr-act. Subsequently, act's were repeated on hemochron 401 k-act, hemochron jr. Act-lr and other gem pcl hr-act. Results were hemochron 401, 308 sec, hemochron jr., out of range, gem pcl, 178 sec. Reporter stated a decision made to treat lowest act value obtained in an effort to prevent any thrombosis and subsequent device (lvad) failure. Heparin drip re-initiated and ICU nurses informed to use hemochron jr. To monitor act's to 250-300 sec. Gem pcl & hemocrhon 401 were returned to or. Subsequently, pt began bleeding from unspecified locations. Pt returned to or on day 5 post-op to correct cardiac tamponade due to large amount of blood in chest surrounding lvad device. Pt transfused with multiple units and transported to ICU in stabilized condition. Bleeding continued overnight and pt brought back to o.r. On following day for add'l treatment. Surgeons could not identify a specific physical source of bleeding nor attribute cause for coagulapathy as coagulation profile was near normal ranges. Reporter indicated that facility staff determined further heroic efforts should be withheld at this time. Subsequently donor heart made available late that night and pt successfully transplanted early next morning.